Manufacturer narrative:
(B)(4).

Event description:
Procedure: repair of esophageal hiatus hernia. Customer states: 4 days after surgery, patient blood pressure dropped drastically. The patient was temporarily in life-threatening condition, but recovered and is now under observation. Staple could be stuck in, or caught by, the cardiac membrane. The surgeon fired the device by pulling the diaphragm after staple the leg was hooked on the mesh edge. It was reported that there was tissue damage as a result of this issue, although the nature of the damage was not disclosed by the account. No other details were made available by the account.